Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The return of the device was arranged. No patient injury or medical intervention was indicated as a result of this event. No additional.

Manufacturer narrative:
(B)(4). The cause of the identified low drain volume alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review identified a low drain volume alarm occurred on the date of the reported event. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. Although identified in the alarm logs, the low drain volume alarm was unable to be duplicated during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.